Event description:
As the surgeon was attempting to insert this cannula into the pt's heart, a partial separation of the cannula tip segment was observed. The surgeon discarded the cannula in favor of a different unit, and the surgical procedure was continued without further difficulty. The pt was reported to have suffered no ill effects as a consequence of the event.